Event description:
The dentist reported that after the dental implant was installed in patient's mouth, it was verified its non osseointegration. The dentist did not provide more information about the case.